Event description:
According to the reporter, during a laparoscopic cholecystectomy, when removing the gallbladder, the surgeon was using 10mm endo catch bag, when pulling the bag out of abdomen the bag just ripped open. This resulted in the contents being dispersed in the abdomen requiring each piece needing to be individually identified and picked up, the surgical time extended 30 minutes or more. A new device was used to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic cholecystectomy, when removing the gallbladder. The surgeon was using 10mm endo catch bag, when pulling the bag out of abdomen the bag just ripped open. This resulted in the contents being dispersed in the abdomen requiring each piece needing to be individually identified and picked up, the surgical time extended 30 minutes or more. A new device was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products: 173050g, 173050g endo catch gold (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the shrink wrap joining the two metal halves was still attached. The bag and string were not received. The gold ring was disengaged and not received. It was reported that the bag was torn and specimen fell out of retrieval bag. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Theses issues may occur when the metal ring encounters an obstruction during retraction, which necessitates the use of excessive force causing the shrink wrap tubbing of the metal ring to stretch and ultimately rip. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if bag does not pull through easily, enlarge the incision to accommodate easy removal for specimens with diameters larger than the trocar site incision. Failure to follow this warning could cause the bag to break and the specimen to fall back into the body cavity. If bag does not pull through easily, enlarge the incision to accommodate easy removal of bag, taking care not to puncture the bag or cut the purse-string. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.